Manufacturer narrative:
In previously submitted report, report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated was incorrect. In this report, section report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. A remstar autoa-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. The device was scrapped.